Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a weak signal alarm then a lost sensor alarm. The customer stated that the cannula was left in her leg after removing the sensor. The customer stated that the wires were all frayed after removing the sensor. The customer's blood glucose was 160 mg/dl at the time of incident. The sensor will replaced and will be returned for analysis.